Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hypoglycemia event on (B)(6) 2026. The blood glucose level was low and the patient was corrected by skittles pack. Patient was using his infusion set for more than the recommended days of 5-6 days.